Event description:
The customer contact reported that while operating on battery power, the device powered off by itself. At an unspecified time, the device was programmed to deliver to a homecare pt an unspecified medication. No specific programing parameters were provided. After an unspecified length of time the pt reported the device powered off by itself, it was not reported by the pt if the device had an audible alarm tone prior to the power loss. The device was removed from clinical service. Therapy was resumed with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, it was reported that while the device was on battery power, the device powered off by itself. It was reported this occurred when the device was shaken. It was reported and the device did not power off when on ac power. No additional was provided.

Manufacturer narrative:
Testing and investigation found when on battery power a power loss occurred when the device was knocked on the bench. During testing the device displayed power loss and sounded a short chirping tone prior to power loss. This was found to be due to correction on the positive battery contact of the middle printed circuit board which caused intermittent contact between the disposable batteries and the positive battery contact. This report represents all the info known by the reporter upon query by hospira personnel.